Manufacturer narrative:
The insulin pump received with blank display due to corroded connector at printed circuit board. Unable to perform functional test including self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error due to blank display. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced critical pump error. The customer's blood glucose reading was 86 mg/dl. The customer stated that she took off the pump and put it on suspend delivery while she got out of the shower. The customer stated that there is an arrow pointing to an open book with a question mark on it. The customer mentioned an x on the screen. The insulin pump was returned for analysis.